Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries; however, no details have been provided regarding the nature of the injury. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009: the patient underwent surgery for implant of an unspecified bard/davol ventralex. On (B)(6) 2012- the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the ventralex. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009: the patient underwent surgery for implant of an unspecified bard/davol ventralex. (B)(6) 2012- the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the ventralex. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per medical records and plaintiff profile form: (B)(6) 2009 - patient was diagnosed with ventral hernia thereby underwent open repair with the implant of ventralex mesh (device #1). Per operative notes, ¿hernia contents were reduced. A ventralex mesh (device #1) was placed into the abdominal cavity and secured by sutures.¿ (B)(6) 2012 - patient was diagnosed with multiple recurrent ventral wall hernia thereby underwent open repair. Per operative notes, ¿previously placed ventralex mesh (device #1) was protruding from the medial aspect was noted. Then a synthetic mesh was placed and secured by sutures¿ (B)(6) 2012 - patient was diagnosed with infection thereby underwent open repair with implant of allomax (device #2 & #3) and explant of ventralex mesh (device #1). Per operative notes, ¿previously placed meshes (device #1) were removed. Then a allomax (device #2 & #3) was placed and sutured in overlay around the fascia by sutures.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries; however, no details have been provided regarding the nature of the injury. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the date of manufacturing (15-aug-2008) is considered to be best estimate. Updated fields: a2, b3, b4, b5, b7, d4 (product catalog no., corporate lot no., expiry date, UDI no.), g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.